Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 26-jan-2023. Investigation summary: bd received 3 samples for investigation. The customer samples were tested and no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure, hemolysis, because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced hemolysis. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: by using this lot number, high hemolysis rates occur when blood is drawn from the venflon.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced hemolysis. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: by using this lot number, high hemolysis rates occur when blood is drawn from the venflon.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.